Manufacturer narrative:
Concomitant medical products: product ID:8596,serial#(B)(4), implanted:(B)(6) 2005,explanted: (B)(6) 2017, product type:catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was a company representative 9rep0 via a consumer (con) regarding a patient with an implantable infusion pump receiving unknown baclofen with unknown dose and concentration. It was reported that over the last 2 yrs, patient had noticed an increase in back pain. Patient stated pain was "excruciating". Patient stated they did a CT scan a month ago to make sure there were no embolisms and when they performed scan, they realized that the neurosurgeon had left the old catheter in patient's back. Patient stated the pump is no longer relieving pain in the upper extremities and patient has had to supplement the pump with baclofen when the spasms are too extreme. Patient stated they have been working with hcp who "is not responding to my concerns" and stated at this point patient just wanted to be weaned off pump therapy. Patient asked what it takes to wean off therapy; patent services redirected medical concern to hcp. Patient asked for hcp listings, patient services emailed listings. Additional information stated that patient mentioned was supposed to get a mdt assistant to give patient a remote device to use when the spasm get bad and that never occurred within the last year. Information was a company representative (rep) via a consumer (con) regarding a patient with an implantable infusion pump receiving unknown baclofen with unknown dose and concentration. It was reported that over the last 6 months, patient has had a sharp pain at the pump site. Patient stated they are not able to lay on their side because the pump flips and patient stated "I get a bulge like a rock when I turn over". Patient stated they can only lay on their side for 5-10m, if they lay any longer, patient mentioned "it seems like a rock, it's heavy inside me". Patient stated they have mentioned concerns to hcp as documented in rtg0209400, but patient felt concerns have not been addressed. Hcp list sent to patient in corresponding case mentioned above. Patient services documenting reported concern.